Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating the internal battery was depleted was observed. The device's power management board was replaced to address the issue. The device was cleaned and tested and passed all final testing.